Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that she received a replacement infusion device but she did not have a piston rod. She stated that she had to use injection therapy over the weekend because she did not have a functional infusion device. She stated that she does not know how to keep her blood glucose under control while on injection therapy and her blood glucose elevated to 560 mg/dl. She stated that she was able to lower her blood glucose with insulin injections. She stated that she did not experience any symptoms of elevated blood glucose. A normal blood glucose reading for the patient is 100 mg/dl. The patient was advised to contact her physician regarding injection therapy. The patient was sent a piston rod through overnight delivery. Upon follow up the patient stated that she has no further blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.